Event description:
In 2007, the patient received a gore viabahn endoprosthesis via the right common femoral artery access for the treatment of the left sfa occlusive disease. The treatment of the left sfa occlusive disease was successful. On two days later, the patient developed ischemia in her right lower extremity (rle). Angiogram revealed an occlusion of the right common femoral artery and a thrombosed right sfa down to the patella. The patient underwent a femoral exploration, and endarterectomy and a vein patch angioplasty. Post operatively, the patient developed edema consistent with ischemia. The following day, the patient underwent a fasciotomy and a popliteal artery exploration. The patient developed right common peroneal neuropathy, which resulted in right foot drop.

Manufacturer narrative:
Device remains implanted and functioning as intended. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.